Manufacturer narrative:
Received 1 used foley catheter with the original unit packaging. The sample was visually evaluated and a pinhole was observed at the middle of sac body. Per the functional testing, the sample was inflated with water and water was observed leaking from the middle of sac body. The pinhole was evaluated under a microscope and noted to be round and rough, caused by a sharp object from the outside. The origin of the pinhole could not be determined. The exact cause of the sample condition could not be determined and could not assign a manufacturing related process. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pinhole was noted in the catheter balloon. The complainant sated that the catheter allegedly fell out of the patient, and after examining the catheter, he noticed that the balloon had completely deflated. It was also reported that the balloon was re-inflated; and upon unsuccessful deflation, it was confirmed that a pinhole was the source of water leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pinhole was noted in the catheter balloon. The complainant sated that the catheter allegedly fell out of the patient, and after examining the catheter, he noticed that the balloon had completely deflated. It was also reported that the balloon was re-inflated; and upon unsuccessful deflation, it was confirmed that a pinhole was the source of water leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pinhole was noted in the catheter balloon. The complainant sated that the catheter allegedly fell out of the patient, and after examining the catheter, he noticed that the balloon had completely deflated. It was also reported that the balloon was re-inflated; and upon unsuccessful deflation, it was confirmed that a pinhole was the source of water leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pinhole was noted in the catheter balloon. The complainant sated that the catheter allegedly fell out of the patient, and after examining the catheter, he noticed that the balloon had completely deflated. It was also reported that the balloon was re-inflated; and upon unsuccessful deflation, it was confirmed that a pinhole was the source of water leakage.